Event description:
Information was received from a consumer regarding the patient's implanted infusion pump containing unknown medications at unknown d oses/concentrations. The indication for use was non-malignant pain. On 2017-jan-18, it was reported that during his pump implant procedure on (B)(6) 2016, the patient underwent a brutal operation. Instead of two incisions, he had three incisions. The extra incision was on his side. The patient was intubated for the first portion of the surgery to his back, and was then "switched for a porforal pump" when they flipped him over. When he was flipped, the patient woke up and screamed "this is painful help me." The anesthesiologist turned the medication up and put the patient down again. Additional information was received from a healthcare provider on 2017-jan-23. It was reported that the "proforal pump" referred to a smaller pump. The 40cc pump was replaced with a 20cc pump. The third incision was not caused by a device issue, rather, it was caused by extra bleeding at the back incision. The old wound needed to be re-closed. No diagnostics were performed related to the third incision, intubation, or patient waking up during surgery. Additional information was received from a consumer on 2017-feb-02. Document contained no new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.